Event description:
It was reported via phone call that the customer's receive a no delivery alarm. Customer also had blood glucose levels ranging from 300mg/dl to 545mg/dl. The customer also mentioned that they were hospitalized due to a leg infection and septic shock. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.